Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The same day as onset the patient was treated with intraperitoneal (ip) vancomycin for 15 days (dose and frequency not reported) and ip fortaz for 15 days (dose and frequency not reported). The cause of the peritonitis was reported to be unknown; however, the pdrn reported possible touch contamination. Dianeal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. At the time of this report the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.